Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (bg meter read "high"). Customer went to the emergency room (ER) for diabetic ketoacidosis (dka). Ketones were identified as being dangerous by a healthcare provider. Insulin and intravenous fluids were administered. After 5-6 hours, customer left the ER with bg within target range (approximately 250 mg/dl) and was well enough to go home. Contact did not know cause of elevated bg. Customer reverted to using another pump for insulin therapy.